Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery through anterograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified artery in the below the left knee. After a non bsc guidewire crossed the lesion, a 1.5mmx20mmx142cm coyote¿ es balloon catheter was advanced for dilatation. When inflation was started, pressure gauge of the inflator did not rise. The device was retracted and checked, and it was found that the balloon had ruptured at some point. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es otw balloon catheter. The balloon was loosely folded with blood and contrast in the lumen and balloon. Microscopic investigation found a pinhole in the balloon material, located at the distal edge of the markerband. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery through anterograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified artery in the below the left knee. After a non bsc guidewire crossed the lesion, a 1.5mmx20mmx142cm coyote es balloon catheter was advanced for dilatation. When inflation was started, pressure gauge of the inflator did not rise. The device was retracted and checked, and it was found that the balloon had ruptured at some point. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.